Event description:
A (B)(6) male pt¿s son contacted zoll customer support to report that the monitor¿s response buttons were not functioning. The pt received a replacement monitor.

Manufacturer narrative:
Device eval summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) has been confirmed. Upon eval, the rear response button was detached from the j1005 connector. The cause for the non-functional response button is the detached connection. The root cause for the detached cable cannot be positively identified but is likely assembly error. Once the cable was fully inserted, the response buttons were fully functional. No adverse event resulted from the detached response button cable. The pt was fit with a replacement monitor.